Event description:
It was reported to philips that an image disk failure caused a storage error during diagnostic use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service ordered image disks to address the issue, but it remains unclear if the replacement was completed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).